Event description:
This is report number 1 of 1 for (B)(4).

Event description:
This is a veterinary complaint. It was reported by the consumer that his (B)(6) female german shepherd, weighing between (B)(6), was implanted with a 3.5 locking compression plate (lcp) that broke in half. On (B)(6) 2014, the dog was implanted with a 3.5 lcp for treatment of a fractured right femur. It was thought that she was hit by an automobile. Follow-up x-ray on (B)(6) 2015 was not remarkable. It was reported that the dog subsequently walked with a hitch in her gait. On (B)(6) 2015, repeat x-ray showed that the plate had broken and shifted, and the bone had shifted. The following day, the hardware was removed and the dog was revised with a 3.5 lcp plate. It was reported that both surgeries went well and were successfully completed; the dog was: fine. This complaint involves one device.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that it revealed no complaint related anomalies. The (DHR) shows this lot of 3.5mm lcp plates-18 holes, 235mm was processed in (B)(4) through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. The 510k: device used in a veterinary case. Device is a veterinary product. Device is similar to a device marketed for human use. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.